Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD and right ventricular (rv) defibrillation lead underwent a routine device change out. Prior to the change out, all device and lead measurements were normal with the previous system. This new ICD has replaced the old device and was connected to this chronic rv lead. Prior to defibrillation threshold (dft) testing the device was tested and all measurements were normal with the new device. Dft testing was performed and upon shock delivery a fault code 1004 was exhibited. The device still charged and delivered a shock; however, the shock was unsuccessful and an audible 'pop' was heard. External cardioversion was then performed to bring the patient back into his chronic rhythm. After dft testing, the device was pacing and sensing appropriately; however, the shock impedances had dropped to less than 20 ohms. All other lead parameters were stable. A save to disk was performed and sent to boston scientific technical services and engineering for review. A review of the disk revealed that the device had recorded two shock lead shorted faults. This was due to the device shocking into a shorted lead. Insulation damage was suspected on the lead. It is likely that the shocks also damaged the device and it should be considered compromised as device function cannot be guaranteed. It was recommended to replace the device and lead as soon as possible. A revision procedure was to be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device header and case noted no anomalies. Review of device memory found two shorted lead faults that were recorded on (B)(6) 2012 during dft testing. Two charge time exceeded faults were also recorded, and the device battery status had moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 21 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the device declared eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. The fuse in a defibrillator works in a similar manner to a fuse in a household circuit box; it is a safety switch that breaks (intentionally) if current becomes too strong. If something is not otherwise done to stop electricity from flowing, the high current caused by a lead short circuit will cause significant collateral damage. In the case of defibrillators, the fuse was added to prevent shock-level energy from further damaging internal device circuitry, so that brady pacing (and anti-tachycardia pacing) will still be available even if shock support is lost. The fuse also protects device memory (particularly diagnostic test results), thus device history is preserved for physician and laboratory review. Confirmed product malfunction. Laboratory analysis determined this device was damaged after delivering a shock into a shorted lead condition.

Event description:
Approximately three weeks later; the device and lead were removed and successfully replaced. The explanted products were returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
To date, the device and lead remain implanted. Upon explant, the products will be returned to boston scientific. Upon receipt, the products will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.